Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump time and date were incorrect. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the customer corrected the time and date, and insulin delivery was resumed successfully. Customer¿s blood glucose level ranged from 85-172 mg/dl.